Event description:
It was reported that the patient presented for an initial system implant. During the procedure, left ventricular lead dislodgement was noted. The lead was removed and replaced. The patient was stable throughout.

Manufacturer narrative:
Analysis was normal. No anomalies were found.